Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the fill port. This occurred during filling with 95ml fluorouracil in 3ml 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from june 22, 2015 to june 23, 2015. The device was received for evaluation. Visual inspection revealed evidence of backflow at the fillport when the fillport cap was removed. The reported condition was verified. The cause of the condition was determined to be a white particle, approximately 0.25 square mm in size, trapped under the checkband. Fourier transform infrared spectroscopy identified the particle as acrylic. The source of the particulate matter was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.